Event description:
It was reported that a prosa valve (part # fv701t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt system was believed to be operated in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8.1 years, height: 125 centimeters (cm), weight: 17 kilograms (kg), gender: female.

Manufacturer narrative:
Manufacturing and quality control data. The prosa® was manufactured by a qualified employee in july 2017. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of 0,07 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the prosa® valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Internal inspection: after dismantling of the valve, deposits were found in prosa® results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation, we confirm the presence of occlusion in the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.